Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-jan-2023, and confirmed that this device was not previously returned for servicing and, there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was recovered and resolved by the customer, by cleared the obstacle. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported, that when using the bd pyxis¿ medstation¿ es auxiliary tower, wb4e tower 3 doors failed to remain closed. When the customer attempted to perform a recovery, the system displayed the message clear obstructions and close door, although the door had never opened. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.